Manufacturer narrative:
Upon review of this complaint, it was determined that the date received by manufacturer (2/28/2018) was inadvertently documented in the PMA/ 510(k) field of the previous follow-up report; has been updated accordingly to reflect this correct information. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the blades of the motor device were damaged. It was further determined that the hose was heavily worn out. It was further determined that the device failed pretest for initial rotational speed and noise verification. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: h10: upon further review of the device evaluation, it was determined that the assignable root cause of normal wear which was reported in the initial report was not appropriate as the device was returned for service within the recommended service interval timeframe (1 year). Therefore, the assignable root cause has been updated to premature wear from normal use servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.